Event description:
In 2004 - transtelephonic - pacemaker check revealed pacemaker exhibiting unusual behavior during magnet application, causing ventricular standstill for 6.2 seconds, preceeded by a sudden rate of 65 bpm x6 beats. Medtronic rep called and advised this is possibly a magnet induced power an reset, resulting in sudden battery drain. Pt called 911 and was taken via ambulance to ER. Three days later - permanent pacemaker replacement with removal of old device.